Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00512. It was reported that patient experienced ineffective therapy due to location of the leads. As a result, patient underwent surgical intervention to reposition the leads. During the procedure, the leads were inadvertently cut. Therefore, the leads were explanted and replaced, and also repositioned, to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.